Manufacturer narrative:
Sensor 0rdjkmyl4 was returned and investigated. A visual inspection of the returned sensor patch did not reveal any observable issues. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11,224 and 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s printed circuit board assembly (pcba); and poor solder on battery was observed upon visual inspection. Performed a source measurement unit (smu) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. The poor solder observed with the battery does not impact the customer complaint; sensor did not terminate with battery related event codes. Additionally, sensor passed functionality testing indicating there were no issues with the battery therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer reported an unspecified higher glucose reading by use of the adc device compared to an unspecified blood glucose test result obtained on a competitor brand meter. The customer experienced symptoms of sweating and hand shaking and was able to self-treat by drinking juice. There was no report of death or permanent impairment associated with this event. An additional glucose reading by the adc device sensor scan of 388 mg/dl, when compared to a blood glucose test result of 276 mg/dl obtained on a competitor brand meter, the results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. It is unknown when the values were obtained with regards to the time of the medical event.